Event description:
A customer reported experiencing double vision following bilateral intraocular lens (iol) implant surgery. The iols were implanted approx one month apart, right eye then left eye. He reported that the double vision presented two weeks following surgery for the left eye and is presented only when both eyes are open but goes away when he closes either eye. The consumer reported that, at the most recent visit (approx three weeks following the surgery for the left eye), the surgeon informed him "there is nothing wrong with the lens implants; the lenses are perfectly ok." The surgeon referred him to another doctor who prescribed press-on prism for his eyeglasses. The consumer indicated that the prism helped, but it is difficult to clean and causes a bit of blurred vision. Also, his surgeon advised him that the double vision may resolve with time and may be due to his history of tia (transient ischemic attack) or to an eye muscle condition (unk). At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).